Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show that during several purge changes, the purge disk was not immediately detected which triggered an alarm (#402, purge disk not detected). During first few purge changes the issue was resolved, but at some point the condition (purge disk not detected) became permanent, due to broken disk detect flag. Because fault condition could not be resolved, pressing mute key only silenced alarm for a short period of time. Console inspection performed in danvers confirmed broken disk detect flag, but also revealed compromised purge pressure sensor due to purge fluid ingress inside the purge assembly, as well as contamination of the purge insert and purge disk retainer. It is most likely that purge fluid ingress under the purge disk retainer immobilized the flag causing its breakage. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported while on impella 5.5 support, the automated impella controller's (aic) purge disk detect flag broke and the alarms could not be silenced. The medical team was informed on how to change out the aic to resolve the alarm. It is unknown how the issue was resolved. There was no patient harm reported.